Event description:
It was reported that the customer had experienced an unexplained low blood glucose level either on (B)(6) 2015. Paramedics were called and the customer's spouse was unable to wake her. Customer stated that the following two night, she ran low again. Customer stated that the basals were adjusted by a health care professional. Customer's blood glucose level was 30 mg/dl. Customer was given orange juice, sugar, and glucose jelly by the paramedics. Customer experienced low blood glucose levels for 2 hours. Customer was not taken to the hospital. Customer stated that her blood glucose level was lower than normal due to a miscalculation of carbs. Customer had x-rays at the dental office with the pump connected. Customer was advised to monitor the pump. Customer also mentioned that her blood glucose level ran higher than normal on the second day of the low event. Blood glucose levels went up to 450 mg/dl. Pump passed priming and high pressure tests. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.